Event description:
The reporter obtained a 491 mg/dl and 177 mg/dl blood glucose comparison on the accu-chek aviva system. The reporter states he obtained an additional comparison with blood glucose results 491 mg/dl and 170 mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to reporter and return requested.